Event description:
It was reported that high pacing threshold was observed following the lead being crushed during tricuspid valve replacement. The lead was explanted and replaced. The patients condition is stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.